Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa atrial fibrillation (af) and atrial flutter (afl) plus cti line rf ablation procedure a pericardial effusion occurred which required a pericardiocentesis. Pre-procedure ice survey was done followed by ablation of af and afl which was performed with no issues, using the tactiflex ablation catheter for the cti afl portion. Transseptal was performed with agilis and the non-abbott device (versacross by boston scientific). Mapping was done with the advisor hd grid mapping catheter, followed by pfa af with the non-abbott device (pulseselect by medtronic). The advisor hd grid was used again for remapping. After all the catheters were removed, a final ice survey was conducted which revealed a pericardial effusion which was then confirmed with a transthoracic echocardiogram (tte) and a pericardiocentesis was performed. Perforation location was unable to be visualized with ice and tte. The physician is unsure what caused the effusion and it is unknown when the perforation might have occurred. There were no symptoms observed, the patient was stable during and after the procedure and was discharged on (B)(6) 2025. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.